Event description:
The device was used during a thorax procedure. Reportedly, the instrument broke. The surgeon performed a laparotomy and a blood transfusion was required. The hospital has reported no patient injury occurred.